Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. The customer loaded a new cartridge successfully. The customer's blood glucose level was 191 mg/dl and it was addressed by resuming insulin delivery.